Event description:
It was reported that the patient faced an occlusion event on (B)(6) 2026 and experienced hyperglycemia treated with pens temporarily.

Manufacturer narrative:
E1: name: (B)(6). Country: switzerland. Street: weissensteinstrasse 26. City: northridge. Zip code: ch-4503. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.